Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during use, there was a quality failure of the 1.8mm drill short w/ao qc of the evos system. It is unknown how the problem was solved or if there was a delay due to this event. No patient complications reported. As per investigation results, it was found that the tip of the device was chipped.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirms the tip on the device is chipped rendering the device inoperative. This device exhibits signs of significant wear/usage. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the drill short broke and a fragment was left inside the patient. One photo of the returned device was reviewed appears to show a breakage at the tip of the device. The visual inspection report found the tip on the device to be chipped. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported breakage could not be determined. The material composition of the drill is 17-4 stainless steel. The drill shorts are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Damage from misuse or rough handling are likely probable causes of the reported event. This is a single-use device and should be discarded after its first use. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a left clavicle osteosynthesis, the 1.8mm drill short w/ao qc broke and a fragment was left inside patient. It is unknown how the procedure was completed or if there was a delay due to this event. Patient's health status is unknown.